Event description:
The manufacturer received information in relation to a simplygo mini portable oxygen concentrator. The device was serviced by a field service technician. The service technician inspected the device and alleges low oxygen, low oxygen purity, whistle noise, weak/worn, and thermal damage.

Manufacturer narrative:
H3 other text : device evaluated by service technician.

Manufacturer narrative:
The manufacturer received information in relation to a simplygo mini portable oxygen concentrator. The device was serviced by a field service technician. The service technician inspected the device and alleges low oxygen, low oxygen purity, whistle noise, weak/worn, and thermal damage. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.